Manufacturer narrative:
The handpiece cord was received at the MFR for eval. It was determined that the cord needs to be replaced, however, the investigation is still in process. A follow-up report will be submitted if the final results of the quality investigation require one.

Event description:
It was reported that the handpiece cord caused an attached handpiece to begin overheating during a surgical procedure. The case was successfully completed with another cord. There was no medical intervention required. There were no adverse consequences reported as a result of this event.